Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead showed high impedance. The lead was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation was breached at distance 21.5 cm from the is-1 pin due to a cut, and that allows blood ingress on the proximal conductor, damage during procedure. The analysis finding may cause low impedance. There was found nothing related to the complaint of high impedance. If information is provided in the future, a supplemental report will be issued.